Event description:
The reported stated that the down arrow and ok buttons required multiple presses to respond. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin and did not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the down arrow and ok keypad buttons were intermittently responsive. There was evidence of keypad adhesive contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.